Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). The patient reported that their ins was replaced a couple of years ago because it died. The patient reported that the ins died unexpectedly and it did not last as long as they thought it would. The patient reported that this occurred about 8 months after their implant in (B)(6) 2013. No patient symptoms were reported. No further patient complications have been reported as a result of this event.